Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the ar-6592-08-30 was used in rotator cuff repair. At the end of the surgery, it was confirmed that the product was damaged. The surgeon searched in the patient¿s body, but could not find any broken pieces. He said that due to continuous perfusion during the operation, the broken pieces may have been removed from the body. No further information is available.